Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. The cardiac resynchronization therapy defibrillator delivered inappropriate atp. It was noted that a magnet was not put over the device, thus the device was oversensing electrocautery. No changes to the device was made. The patient was stable.